Event description:
Novasure ablation device initially had difficulty remaining in the "on mode". Once in the "on mode" the perforation test did not pass the array alarmed. The surgeon removed the hysteroscope, reinserted and repositioned the device. The array deployed but the perforation test did not pass. The nurse reviewed the trouble shooting procedure, she changed the co2 cartridge. The surgeon elected to try another novasure device. The perforation test passed easily and the novasure procedure was completed without incident. Reason for use: mennorhagia.